Manufacturer narrative:
Date rec¿d by MFR : 13dec2019, date of report : 16dec2019. The customer confirmed the reported failure. The customer reported that the hospital decided it wasn¿t worth repairing the esprit, so they retired it. The determination could be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. Part was not returned to failure investigation. The root cause cannot be determined until the device is returned and investigated. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 12/10/2019.

Event description:
The customer reported ventilator inoperative error code. There was no patient involvement.